Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that when the patient had the change out to the new implantable neurostimulator that she got (B)(6). Since then, the (B)(6) has cleared. The patient has never recharged the battery since 2014. The battery had been off since implant as they had to do electrocardiograms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.